Event description:
It was reported that the patient presented with a system infection. The pulse generator and the competitor¿s leads were explanted. No patient condition was reported. No further information was provided.